Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon was using a non-medtronic driver in the medtronic navlock, and it was 5 millimeters short in depth. The surgeon wanted to continue, just added 5 millimeters to each screw. The non-medtronic driver representative in the room told the registered nurse (rn) running the navigation system to use the medtronic legacy 5.5 standard driver as a model for theirs. The surgeon used a medtronic awl taps and probe with accuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's devices in an off-label manner. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by stryker.

Manufacturer narrative:
Medtronic representative informed the surgeon, at the time of the event, that this method was off-label use of the medtronic products. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Findings are that this is not a software issue. The site used the application in an off-label way and was unsuccessful. Software functioning as designed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's devices in an off-label manner. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.